Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter on the device syringe. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the package for use, there were foreign objects in the inner wall of the syringe."

Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. A brown fibrous material was found in front of the plunger stopper. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. A brown fibrous material was found in front of the plunger stopper. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter on the device syringe. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the package for use, there were foreign objects in the inner wall of the syringe."